Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 5, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer was assisted with resetting the pump, and the malfunction code did not recur after the reset. Customer was instructed to continue using the pump and to call back if any malfunction code occurs again.